Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he has been experiencing low blood glucose levels for two days. Blood glucose was 48 mg/dl. The drive support cap was reported normal. Customer was not admitted. Customer last set change was on (B)(6) 2015. Customer is rewinding without the reservoir in place. Settings were correct. Reservoir was showing the same amount of insulin as shown on the status screen. No bents or kinks noted in the tubing. The device was not exposed to an MRI. Customer was advised to speak to doctor in regards to and to monitor the device. No further information reported.